Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, she wasn't able rewind the device. She pressed the act button when she was setting up the reservoir and nothing occurred. Customer's blood glucose was 127 mg/dl. Assistance was provided with rewind the device. Customer is not returning the device.